Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 17.50 mm x 4.70 mm was found to be broken off. The broken piece was returned with the instrument. There was (grey plastic) material missing approximately 1.67 mm x 2.30 mm from the broken piece. The instrument was also found to have a broken conductor wire at the grip-tip. No thermal damage was found on the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one side of the force bipolar tip was broken. Upon removal of the instrument the part broke off and fell into the patient¿s abdomen. Part was immediately retrieved and retained for return. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and appeared to be in good working order with no obvious damage. The instrument was being used for retraction when the damage to the tip was noted, however the fragment fell into the patient when the instrument was being removed. The surgeon is currently on leave and unavailable to confirm what could cause the instrument to break or caused the fragment falling. The instrument was in use for approx. 1.5 hours. There was no obvious functionality issue. There was an internal collision with the tip of the monopolar curved scissors (mcs) prior to the damage to the tip of the force bipolar being noted. The fragment didn't fall into the patient during the collision but when it was being removed. The instrument was not removed prior to the breakage. The wrist of the instrument was straight prior to removal. No resistance was felt when the instrument was removed, nor was there any damage caused to the cannula. Only the obvious damage of the broken tip was noted upon removal. The fragments were immediately removed via laparoscopic grasper through a larger assisting port. All fragments were confirmed, the fragment was under vision when it fell into the patient and was retrieved immediately, following inspection of the instrument and the broken fragment it was clear all parts were accounted for. No additional procedures/post operative test were required. The surgery was completed robotically with a replacement force bipolar instrument. There was no injury to the patient nor returned to the hospital due to experiencing any post-surgical complications related to retaining foreign object. There are no photographs or recording of the procedure.

Manufacturer narrative:
An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.